Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not trend the superior vena cava (svc) impedance until the day it alarmed. The device remains in use. No patient complications have been reported as a result of this event.